Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): concomitant product: (B)(4) implantable cardiac defibrillator (ICD) (B)(6) 2010.

Event description:
It was reported that the impedance of the right atrial (ra) lead has increased over the past year and an alert triggered. Threshold has also been fluctuating. The lead remains in use. No patient complications have been reported as a result of this event.